Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight and creases fold. A visual and microscopic analysis was performed which identified: broken crease smooth on radius and wear abrasion. Based on the device analysis the final assessment is: a smooth, broken crease on radius assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.